Event description:
It is reported that the helmet broke upon insertion.

Manufacturer narrative:
(B) (4). Eval summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. Cause cannot be definitively determined. As returned, a side of the helmet has fractured off the device as well as a portion of the opposing tab. The instrument was found to meet print specifications and the mfg records do not contain any anomalies. The instrument had a potential field age of approximately 11 months at the time of fracture. Device history records indicate all components were manufactured and inspected to specification.